Manufacturer narrative:
Information contained in this record was previously submitted thru psr. The event of capsular contracture, baker grade unknown is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis results: visual analysis of the returned device identified creases, red/black particles, and encapsulation. The device was observed to be cloudy after autoclave disinfection process. A weight test of the device was performed and the device was found to be within specification. Based on the device analysis the final assessment is no issues found related with the manufacturing. The reason for reoperation was capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade unknown. The device has been explanted.